Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. During interrogation an alert for high out of range pacing lead impedance was observed. The impedance was measured several times during the device check, and it was normal and stable. The lead remains implanted. No further information was available.